Manufacturer narrative:
(B)(4). Per the user facility¿s biomedical engineer (biomed): this system is used weekly and left plugged in; the battery was switching over when alternating current (a/c) power was lost; there was no "on battery" alert message; the battery back-up was plugged into the control module; the charge indicator light was illuminated when on a/c power; a/c power was supplied to the battery; the a/c power connection in the back was secure and no visible corrosion was observed. The field service representative (fsr), verified that the batteries would not take a full charge. Batteries were plugged in and charging for over 2 days and charge indication was only at half scale. The fsr removed and replaced batteries and charge indication read full scale on the new batteries. The unit operated to manufacturer specifications and was returned to clinical use. During laboratory evaluation the reported complaint was duplicated. The batteries were received in a severely discharged condition, with voltages well below the normal levels seen with a typical discharge. Neither battery would properly hold a charge even after an 18 hour charge period. No damage or physical anomalies observed upon receipt of batteries. The product surveillance technician (pst) measured the batteries at 6.0 and 9.0 volts direct current (vdc). Conductance measurements were not available for either battery initially, due to their low voltages (the conductance meter requires approximately 11.75 vdc to obtain this reading). The pst attached device under test (dut) batteries to lab-use only (luo) delphin battery (charger) and powered on. After charging for over 18 hours, the battery voltage readings were similar (approximately 6 vdc and 9 vdc, respectively). No further testing was performed. As per service history, batteries were replaced in june. 2014 and they were within their three years of life span. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, there was a charging issue with battery wedge, gauge needle does not go above 50%. This unit was being tested in pump room, no patient involvement.